Event description:
My son started developing ongoing symptoms after his regular yearly eye exam with our optometrist in 2007. He is a wearer of acuvue oasis with hydroclear contact lenses, and has been using amo-complete moisture plus-solution, for the past two years with no noted difficulties. At this appointment, we received a new prescription and exam, and purchased a new year supply of lenses. My son has only used amo solution as advised. He is very diligent about lens care. I am a surgical nurse, and I taught him and consistantly guided him about keeping everything sterile, and trying to keep any possible contamination from occurring. My son has had several symptoms since that time, he has missed over 30 days of school due to illness. Most symptoms were mild, red eye, swelling eyelids, feeling something was in his eye, eyes sealed shut in the morning. These symptoms were seen at the optometrist, with dx of don't wear contacts for 3 days. The more alarming problem was fevers almost every week, which his pediatrician could find no cause for labs were done, eventually flonase for allergies was prescribed. The next month, the optometrist did note a scratch or tear in his right cornea. Dates of use: four months. Device two; dates of use: four months. Diagnosis: vision correction: device two; diagnosis: vision correction. Event abated after use stopped: no. Device two; event abated after use stopped: no.